Manufacturer narrative:
H.10 after further review MFR#:2916837-2021-00063 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using bd facsaria¿ so biohazardous waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter: it was reported that there is a badly leaking waste line. 1. Was the leak liquid or air? Liquid. 2. Was the leak contained within the instrument? Not contained. 3. (If not contained) was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. What is the source of leak ¿ before waste line or after waste line? After waste line -5b (if waste line) ¿ was waste mixed with bleach or decontaminate? No. 6. Was the customer/bd personnel physically in contact with the fluid? No. 7. Where did the physical contact of fluid occur? Cleaned up with my hands and paper towels. 8. What personal ppe was being used during the occurrence? Nitrile gloves. 9. Was there any impact to patient samples due to leak? No. 10. Was customer/bd personnel harmed/injured? No.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd facsaria" so biohazardous waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter: it was reported that there is a badly leaking waste line. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. (If not contained) was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. What is the source of leak before waste line or after waste line? After waste line -5b (if waste line) was waste mixed with bleach or decontaminate? No. Was the customer/bd personnel physically in contact with the fluid? No. Where did the physical contact of fluid occur? Cleaned up with my hands and paper towels. What personal ppe was being used during the occurrence? Nitrile gloves. Was there any impact to patient samples due to leak? No. Was customer/bd personnel harmed/injured? No.